Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hand assisted nephrectomy procedure, the surgeon stapled the renal vessel to remove the kidney. The staple load fired like normal and presumably held, however, the artery continued oozing blood until such a time as the staples did not hold at all while surgeon kept control of the renal vessel. They brought in a vascular surgeon to assist, then opened to complete the case. It was reported that the patient was doing well. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4) date sent: 06/19/2025. Updated data: d4 (lot number, expiration date), h4 corrected data: d4 (UDI). The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 06/20/2025 d4: batch #375d85 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and a tr45w reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria the event could not be confirmed as the device performed without any difficulties noted during the functional testing. Although it could not be determined the cause of the reported incident, proper usage of the endo linear cutters is important to ensure functionality as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 375d85, and no non-conformances related to the reported complaint condition were identified.